Manufacturer narrative:
No devices or photos were received with the complaint for an investigation; therefore, the condition of the components is unknown and both visual and dimensional evaluations cannot be performed. Review of the device history records for the segmental articular surface and the polyethylene insert identified no deviations or anomalies. The knee component compatibility matrix was reviewed and identified that all were products were compatible with no noted issues. These devices are used for treatment. Product history searches were conducted for the product part and lot combinations for both of the components related to the event. No other complaints were identified for either of the product part and lot combinations. It is reported that the patient underwent a revision surgery of the left knee on (B)(6) 2016 due to dislocation of the segmental hinge post extension from the tibial component and the articular surface. Both the segmental articular surface (with the hinge post extension) and the polyethylene insert were revised during this surgery. It was indicated that the dislocation was caused by a patient fall. Operative notes were not provided, and it was indicated that no more information is available at this time. Risk of dislocation is addressed through the zimmer segmental system package insert, as a part of design control risk management. The package inserts lists dislocation and/or joint instability as an adverse effect. This is therefore a known inherent risk of the procedure. The patient counseling information section of the package insert also states, physical activity or trauma can result in loosening, wear, and/or fracture of the device. Therefore the risk of implant failure due to trauma is also addressed. From the information provided, patient accident or injury was determined to be the root cause of the revision surgery.

Event description:
It was reported that a patient underwent revision knee arthroplasty due to a fall which caused the segmental knee articular surface hinge post to disassociate from the mating tibial component.